Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer stated that a (B)(6) architect (B)(6) result of 3.87 s/co was generated for a female patient on (B)(6) 2017. Repeat testing was (B)(6) with the same reagent lot (68341fn00) and (B)(6) using a different reagent lot (72388fn00). (B)(6) confirmatory testing confirmed the (B)(6) result (103% neutralization). (B)(6) was 10.10 miu/ml. (B)(6) was (B)(6). The customer suspects the architect (B)(6) results to be falsely (B)(6). (B)(6) testing is in process. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.